Manufacturer narrative:
(B)(4). Component code - proposed component (annex g) code is mechanical (g04) - provisional bottom visual examination of the returned provisional identified signs of repeated use and the device was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a routine equipment inspection, the tibial articular surface provisional was found fractured. No adverse events were reported as a result of this malfunction.